Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (dark colored urine, acute renal injury, and suspected pump thrombosis) and the heartmate ii lvas could not be conclusively established through this evaluation. The hmii lvas IFU lists hemolysis, renal failure, and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Corrected information: it was reported that the device will not be returned.

Manufacturer narrative:
Approximate age of device - 3 years, 7 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with dark colored urine and suspected lvad pump thrombosis. Due to the patient having acute renal injury and suspected lvad pump thrombosis, a decision was made to withdraw support on (B)(6) 2019. The patient expired on (B)(6) 2019. The family refused an autopsy but if the coroner can remove and explant the pump, the pump will be returned for evaluation if not, the pump will not be returned.